Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc sensor. Customer received high scan result and experienced hypoglycemia and a loss of consciousness. Customer was transported to a hospital via ambulance and upon arrival, was administered intravenous glucose for a diagnosis of hypoglycemia and had a clinical examination and EKG performed. A laboratory glucose result of 189 mg/dl was reported, however it is unspecified if this reading was before or after treatment. There was no report of death or permanent injury associated with this event.

Event description:
A high reading issue was reported with the adc sensor. Customer received high scan result and experienced hypoglycemia and a loss of consciousness. Customer was transported to a hospital via ambulance and upon arrival, was administered intravenous glucose for a diagnosis of hypoglycemia and had a clinical examination and EKG performed. A laboratory glucose result of 189 mg/dl was reported, however it is unspecified if this reading was before or after treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs for the modified serial number for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Section h4 (device mfg date) was updated based on returned product download. All pertinent information available to abbott diabetes care has been submitted.